Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous elevated prostate specific antigen (psa) result for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory. The sample was repeated and lower results were obtained, which matched the patients clinical history. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with his event.

Manufacturer narrative:
The samples were collected in sst tubes and centrifuged for 10 minutes at 2500 rpm. The samples were aspirated from the primary collection tubes for analysis. A bci field service engineer (fse) performed high sensitivity system check, which met specification. Fse performed visual inspection on the unit and did not report any visible issues. All verification testing met specifications fse replaced the belts in the wash and precision pumps and reagent pipettors. Fse did not note hardware issues. A clear root cause can not be determined for this event.